Manufacturer narrative:
Illuminoss has reached out to the author of the publication and has obtained contact information for the user. Further information for this case is pending response from the user.

Event description:
A journal article reported on a 69 year old female with metastatic urothelial carcinoma treated with three illuminoss balloons on june 16, 2023. A guidewire was broken and retained in the patient. Operative notes described difficulty during the section of the case using the guidewire due to specific approach/ anatomical constraints, which likely contributed to them breaking. Short term post-operative complication following illuminoss placement was observed, one week after multiple illuminoss balloon placements within the pelvis, with a posterior heterogeneous fluid collection reflecting a hematoma involving the gluteus minimus. Anteriorly a homogeneous fluid collection extending to the tip of another illuminoss implant near the public symphysis indicates a seroma. 1 month later , an abcess developed near the anterior fluid collection with gas locules and an enhancing rim.

Manufacturer narrative:
Illuminoss reached out to the author of the publication and has obtained contact information for the user. Despite numerous attempts to contact the surgeon no further information was obtained. The cause of the short term postoperative complication following illuminoss placement of posterior heterogeneous fluid collection (hematoma), anterior homogenous fluid collection (seroma) and abscess which developed 1 month later is unknown. Per the medical oversight review the posterior heterogenous fluid collection (hematoma) is likely not a concern and is not unexpected after a procedure. He believes the anterior fluid collection (seroma) is most likely an extravasation of urine from the bladder, either due to the patient's disease (bladder cancer) or potentially due to perforation from the illuminoss implant or instruments used for the procedure. The cause of the seroma and following abscess is unknown based on the available imaging and information. The cause of the broken and retained guidewire is also unknown but is likely due to the approach and anatomy of the patient in which either there was a sharp turn which the guidewire had to make, or the tip became incarcerated in hard bone causing the guidewire to snap during reaming, as it was indicated in the operative report the approach/anatomy caused some difficulties. However, the root cause is unknown with the available imaging and information.

Event description:
A journal article reported on a 69 year old female with metastatic urothelial carcinoma treated with three illuminoss balloons on (B)(6) 2023. A guidewire was broken and retained in the patient. Operative notes described difficulty during the section of the case using the guidewire due to specific approach/ anatomical constraints, which likely contributed to them breaking. Short term post-operative complication following illuminoss placement was observed, one week after multiple illuminoss balloon placements within the pelvis, with a posterior heterogeneous fluid collection reflecting a hematoma involving the gluteus minimus. Anteriorly a homogeneous fluid collection extending to the tip of another illuminoss implant near the public symphysis indicates a seroma. 1 month later , an abcess developed near the anterior fluid collection with gas locules and an enhancing rim.